Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported they got a device implanted, and because of their weight (160 or so lbs), the pt said the spinal cord stimulator (scs) was sticking out when the pt was sitting down and would get caught on chairs (pt noticed the issue after implant date in 2015 and 2016). Pt said they did not have a lot of fat. Then, the pt had surgery to implant the scs deeper, but the pt noticed the scs was "trying to come out of their skin," so the pt had to have another surgery to move the scs to the other side of the body. Pt had not had any trouble with the scs since the scs was moved. Pt said they spent 2005-2015 prior to the scs at a pain level of 7-10. Pt said the scs reduced their pain level to 4 and improved their quality of life greatly. Pt said before they scs they had surgeries and "were stuck with everything imaginable" but nothing resolved pain until the pt was implanted with the scs.